Manufacturer narrative:
On (B)(6) /2014 follow up: contact reported that no further occlusion alarms occurred and customer's blood glucose levels have been good. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer changed the infusion set site in an attempt to resolve high blood glucose level. Customer was hospitalized and treated with IV fluids/insulin drip for treatment of diabetic ketoacidosis. There was no permanent damage and the customer was released the following day.